Manufacturer narrative:
H.6. Investigation: a failure was reported on a bd bactec 9120 instrument (p/n 445570, s/n, s/n (B)(6)). Customer indicated false positives. No erroneous results were reported to doctors, and patients were not impacted. An application specialist assisted the customer with the workflow. This is an unconfirmed failure of a bd product.bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not needed due to the age of the instrument. Service history for (B)(6) was reviewed and revealed no previous complaint related to false positives. The root cause was unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that while using bactec 9120 blood culture a false positive result was obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. The customer stated results were reported out, but there was no report of patient impact. The following information was provided by the initial reporter: " the ds sales report showed a false positive result and the repeatability test was carried out the results were reported to the doctor, the abnormal results were not used in the patient's treatment, and the patient's treatment plan was not delayed."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bactec 9120 blood culture a false positive result was obtained by the laboratory personnel. A repeat test was used to confirm the results as false positives. The customer stated results were reported out, but there was no report of patient impact. The following information was provided by the initial reporter: "the ds sales report showed a false positive result and the repeatability test was carried out. The results were reported to the doctor, the abnormal results were not used in the patient's treatment, and the patient's treatment plan was not delayed."